Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure bent lead tip was found. The device was not implanted and was never implanted in the patient. No diagnostic testing or troubleshooting was performed and was not required. The issue was resolved but the cause of the issue was not determined.

Manufacturer narrative:
Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
Analysis of the lead found the distal end was bent out of the box.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.